Event description:
It was reported that during the implant procedure, the stylet could not be inserted. Multiple stylets were used without success. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.